Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('supracervical hysterectomy and bilateral salpingectomy') and hyperthyroidism ('hyperthyroidism') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroidectomy, uterine leiomyoma and uterine fibroids. In 2011, the patient had essure inserted. In (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced decreased appetite ("appetite loss") and hyperthyroidism (seriousness criterion medically significant). The patient was treated with surgery (supracervical hysterectomy and bilateral salpingectomy and removed thyroid). Essure was removed in september 2020. At the time of the report, the medical device removal, decreased appetite and hyperthyroidism outcome was unknown. The reporter considered decreased appetite, hyperthyroidism and medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-jun-2021: medical record received. Reporter information, patient demographics, medical history, product indication and emoval details added. New event: "supracervical hysterectomy and bilateral salpingectomy" added. Case become serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('supracervical hysterectomy and bilateral salpingectomy') and hyperthyroidism ('hyperthyroidism') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroidectomy, uterine leiomyoma and uterine fibroids. In 2011, the patient had essure inserted. In (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced decreased appetite ("appetite loss") and hyperthyroidism (seriousness criterion medically significant). The patient was treated with surgery (supracervical hysterectomy and bilateral salpingectomy and removed thyroid). Essure was removed in (B)(6) 2020. At the time of the report, the medical device removal, decreased appetite and hyperthyroidism outcome was unknown. The reporter considered decreased appetite, hyperthyroidism and medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.